Event description:
A report has been received from a nurse. She reported that a pt noticed a fluid leak and when they opened the door fluid leaked out. No report of ill effect. No sample is available for eval.

Manufacturer narrative:
(B)(4).